Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, it was reported that the cause for the aortic malposition was the severe bulky native annular and leaflet calcium causing the first valve to be deployed too high and in a canted position. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure, the sapien valve was deployed in a canted and too¿aortic position. Post deployment tee demonstrated moderate to severe paravalvular leak (pvl), requiring a second valve. The patient was transferred to the unit in stable condition. The native aortic annular diameter was 24 by tee. The native valve was severely calcified (bulky) and the aortic root was moderately calcified. A balloon valvuloplasty (bav) was performed prior to valve deployment. Per report, there was mild ventricular septal hypertrophy and mild mitral annular calcification (mac) and the ef was 60%. Initially, the first valve was positioned 50:50 but it deployed too aortic and canted (90:10 a/v at the left coronary cusp [lcc] and 70:30 at the right coronary cusp [rcc]). A second valve was deployed and landed 60:40 a/v in relation to the bottom (inflow) edge of the 2nd valve; improvement of the pvl was seen. During valve deployment, ventilation was held and there was no loss of pacing capture. The coaxial alignment of the valve and delivery system, and the image intensifier angle, was good. Per report, it was thought that the patient had severe bulky native annular and leaflet calcium causing the first valve to be deployed to high in the lcc. The second valve was implanted more ventricular and remaining pvl was due to the native calcium burden.